Event description:
It was reported that during inspection, the cardiosave intra-aortic balloon pump (iabp) unit alarmed iab catheter check required (flow limitation). There was no patient involvement.

Manufacturer narrative:
Updated fields: b4,d9,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes, investigation conclusions),h10 it was reported that the cardiosave intra-aortic balloon pump (iabp) unit had restriction on iab catheter or tubing. A getinge field service engineer (fse) confirmed the flow restriction alarms. Fse replaced drive manifold assembly. The compressor, reservoir, drive manifold, and safety disk were reassembled and greased. A running test was conducted for about 3 days, and it was confirmed that there was no recurrence of symptoms. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, the cardiosave intra-aortic balloon pump (iabp) unit alarmed iab catheter check required (flow limitation).